Event description:
The customer tested her blood glucose using the elite meter and received a reading of 409 mg/dl. She tested her glucose using contour a few minutes later and received a reading of 166 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
This complaint was not made a potential MDR until more information could be obtained from the customer on 5/31/2006, so it will be submitted past the 30 day window.